Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the left trachea to treat an esophageal cancer invading the upper mediastinal tracheoesophageal groove during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy completely after reaching the lesion. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1, and h6 (impact codes) have been updated with additional information received on july 15, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the left trachea to treat an esophageal cancer invading the upper mediastinal tracheoesophageal groove during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy completely after reaching the lesion. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. **additional information received on july 15, 2024** the patient's anatomy was tortuous and was not dilated prior to stent placement. The stent was partially deployed and was removed using forceps.